Event description:
The device (part #cev405) was returned to mxi service & repair.

Manufacturer narrative:
Complainant/facility: (B)(6). The device (part #cev405) was evaluated and indicated that the sheath was torn, the ratchet did not grip. Pin was broken at the pedal. Note: this MDR is being filed as a result of the internal review of complaints form medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of device returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).